Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call with sensor issues. The customer indicated that one sensor failed right at the insertion point and another sensor made his blood glucose go to 400 mg/dl. Customer does not recall any significant events leading to the error. The customer did not want to troubleshoot but only wanted to document the sensor issues. The customer indicated that the sensors would be returned for analysis and was advised that they would be replaced. No further information was provided.